Manufacturer narrative:
Evaluation summary: the product has not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient who had an intraocular lens (iol) implanted six years ago who was experiencing vision difficulties. The surgeon indicated the lens was cloudy, causing the vision issue. The lens was exchanged. Additional information has been requested.